Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude (case# mw5039647) in united states on (B)(6)-2015 which refers to herself. She is a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Consumer reported that started having achy muscles which increased into severe lower back / pelvic pain. She had x-rays done and they showed a broken coil embedding into her uterus. Result and assessment of the product technical complaint investigation received on 01-feb-2015: final assessment: this was reported by an unknown patient with no contact information to conduct a follow-up. Device breakage and the symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a product quality issue. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The reported adverse events are not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. (B)(4). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and an x-ray showed a broken essure coil embedding into her uterus. The reported device breakage is unlisted according to essure's reference safety information and was considered non-serious, while the essure embedment into uterus was regarded as serious due to medical importance and is listed. In this particular case, although the exact date and the mechanism of the reported events are not known; given their nature a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident, due to device breakage the product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. No follow-up will be pursued since no contact information was provided.

Manufacturer narrative:
(B)(4).